Event description:
It was reported that the customer had a motor error after bolus delivery and is also receiving a motion sensor test failure alarm. The blood glucose level is 159 mg/dl. Customer states they do use the sensor feature and they are not able to rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. No a35 alarm noted during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump has cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.